Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider the back assembly and attaching hardware are bent backwards due to the user that has an oxygen tank hanging off of the back.